Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported results 438 mg/dl, 185 mg/dl, 196 mg/dl, and 207 mg/dl from a valid comparison, obtained within 10 minutes of each other. No adverse event was reported. A request was made for the return of the strips.